Manufacturer narrative:
Investigation results: the complaint of a crack in the pink y-connector of the nexiva device was confirmed; however, the root cause could not be determined from the photographs that were provided for investigation. The pink luer adapter was cracked where the q-syte connector was connected, which apparently resulted in blood loss. Without the physical sample, the root cause of the damage could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva adapter tubing breaks. The following information was provided by the initial reporter: when closing q=syte on nexiva, y part breaks I found out they suffer from this for some weeks already. Blood is splashing out by the damaged canula what can be harmful if it becomes into the eye of the practitioner for example.